Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the pump was implanted close to the skin and at the patient's waist line. The area became sore when the patient's clothes rub against it. Additional information received reported from the healthcare provider (hcp). Diagnostics/troubleshooting performed related to the soreness from the patient's clothes rubbing against the pump area was patient's subjective complaint. It was reported that intervention included, pump pocket revision with movement of pump medial and cephalad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.